Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analyzed. The available impedance trend sowed a varying curve around 600 ohms. Furthermore the iegms demonstrated artifacts on the rv channel which led to vf detection. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR: we were informed that an OEM generator, which was attached to this lead, was explanted after reaching a voltage of 2.8v and a magnetic frequency to 83 min. The analysis of provided data showed artifacts and vf detection. Based on their analysis results it was decided to report this event. No adverse patient side effects were reported. This lead was not explanted.